Event description:
Per the audiologist, the patient reported experiencing pain and headaches with ¿eye jerking¿ and that her balance if off. The patient was admitted to the hospital for the headache and was administered an IV that resolved the headache. More information has been requested but was not available at the time this report was filed december 17, 2009.

Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(6) 2011; during the same surgery the patient was reimplanted with another device. (B)(4).

Manufacturer narrative:
This report is filed (B)(4) 2012.